Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had visited the ER (emergency room) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod longer than 48 hours. It was also reported that the pod fell off the infusion site and that the pod was leaking insulin. The private nurse at school, changed the pod and the patient went to the ER (emergency room). The patient was treated with IV (intravenous) insulin and IV fluids. The patient was released after two hours. The pod was not worn when seeking medical attention.